Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. Fse contacted the customer and the customer stated they changed the tip rack and no error appeared. Fse follow-up with the customer and confirmed no error. Per fse, there was a possible deformation of the tip rack. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2021 through aware date (B)(6)2022. There were three similar complaints identified during the search period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2207) no tip acquired by sorter cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to deformation of the tip rack.

Event description:
A customer reported error message ¿2207 no tip acquired by sorter¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.